Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (failure to alarm) was confirmed during functional testing. The product problem was attributed to loose ground screws, and a faulty speaker on the pcb. The problem source of the reported product problem was unknown. A root cause was not established. The investigator tightened the ground screws, and replaced the pcb to address the reported complaint.

Manufacturer narrative:
Other, device evaluation in progress.

Event description:
It was reported that the alarms on the level 1 hotline low flow system (hl-390) were not working. The product problem was observed during preventative maintenance. There was no patient involvement.